Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt stated that when they got device, they were charging the ins every month or so. Pt stated that now they were charging the ins at least two or three times a week. Pt said that this started a couple months ago. Pt stated that they charged the ins on (B)(6) and again on monday, (B)(6). Pt stated that they had to charge the ins again today. Pt stated that they went to their doctor and talked to a rep there who told them that their charging frequency was normal. Agent reviewed with the pt that the ins battery depletion rate was based on therapy settings/usage. Pt said that they hadn't had any adjustments made or anything. Pt said that the ins ran 24/7 and that they never had to change the settings and they never went in to have adjustments made. Pt said that the rep wanted to cut down the ins power and the pt said no. Pt said that the rep said that they could make it so that the therapy wouldn't work for a set amount of time like a couple minutes and pt said no. Agent redirected pt to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was last month, the patient noticed they had to charge their implanted neurostimulator more frequently. The patient charged their implant on (B)(6) today. Patient noted they usually charge their implant every month or two. Patient met with a medtronic representative (rep) at the va last week, and the representative said they had never heard of one that did not last in charge that long. The representative told the patient they could program the implant to run awhile and then be off for a while and run awhile but the patient said they wanted the programming the same because it was working great. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating there is no news at this time. Patient needs to charge every other day, which is a normal recharge interval. It was explained to the patient that charging once a month is not likely with her ins.